Event description:
Suture didn't capture per md.

Event description:
Add'l info rec'd from MFR 11/26/02: this is in response to the action letter dated october 31, 2002 requesting add'l info on voluntary medwatch mw1026139. This event was determined not reportable by abbott. The catalog number is 12359. The lot number is 82264-6h. According to the cath lab tech, the physician attempted arteriotomy closure with the closer 6fr device. When deploying the device a cuff miss occurred. Closure was achieved either with another device, hemostasis patch or compression. There was no report of pt harm. The inspection of the returned device yielded the following observation. The posterior cuff was still in the foot pocket, and its location appeared acceptable. The anterior cuff was engaged with the anterior needle, and rotated freely on the needle barb. The anterior cuff was removed and the plunger was reinserted. The needle trajectory was acceptable. The posterior cuff was retrieved, and rotated freely on the needle barb. The plunger needle offset and depth adjustment were acceptable. The results of the investigation did not yield any manufacturing or component defect. There were no abnormal observations with the condition of the returned device that could have contributed to unsuccessful posterior cuff retrieval. MFR was not able to establish a root cause based on the investigation findings. The device history record was reviewed and no deviations were found relevant to this investigation. The abbott aware date is 9/13/02. The device was returned to abbott laboratories and testing of the device has been completed.